Event description:
The surgeon reviewed a patient whose initial operation took place on july 11. The humeral component was dissociated from the glenoid base plate.

Event description:
The surgeon reviewed a patient whose initial operation took place on (B)(6). The humeral component was dissociated from the glenoid base plate.

Event description:
The surgeon reviewed a patient whose initial operation took place on july 11. The humeral component was dissociated from the glenoid base plate.

Event description:
The surgeon reviewed a patient whose initial operation took place on (B)(6). The humeral component was dissociated from the glenoid base plate.

Event description:
The surgeon reviewed a patient whose initial operation took place on july 11. The humeral component was dissociated from the glenoid base plate.